Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted due to high threshold. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of abrasion along the lead body. Blood was found inside the leads lumen in the area of the distal atrial ring electrode. Further investigation demonstrated that the proximal part of the lead was partly pulled out of the distal atrial ring electrode. This damage most likely occurred due to tensile forces applied during the explantation procedure. No further deviations were noted which might have contributed to the clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.